Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement spine clamp shipped to site 04/08/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that a site's spine clamp screw does not screw properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the clamp face is slightly bent to one side but still opens and closes without issue. The adjustment screw threads are undamaged and the movement is normal. The head of the screw has tool marks all around. The hex head is intact. The retainer ring on the tip of the screw is slightly stretched allowing some play in the movement of the clamp face. Otherwise, the clamp is functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device lot number now provided. Device manufacturing date now provided.